Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that she is having battery issues. The customer mentioned that she was having a low battery frequently and a power error alarm twice. The patient's blood glucose at the time of incident was 113 mg/dl. The customer mentioned that she is calling back after receiving a battery cap. The insulin pump alarmed failed battery test again. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test noted. However, low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. Unit received with keypad overlay peeling, minor scratches on case and minor scratches on lcd window.